Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that the patient (male) was being transferred from bed to tub utilizing the maxi lite passive floor lift. When the resident was lifted above the tub, a spreader bar broke and he fell into the tub of water. He moaned and seemed to be in discomfort afterwards. He was taken to emergency and given some tylenol for the discomfort. Bumps and bruises have been sustained by him. Classified as not serious injuries by clinical expert.

Manufacturer narrative:
The faulty spreader has been returned to the manufacturer. From initial visual inspection of the part: the spreader bar frame is deformed. A pivot attachment of the part fell through the spreader bar because the hole where the attachment is inserted has enlarged. Some traces of corrosion at many places on the spreader bar but not related to the detachment. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
An investigation was carried out into this complaint. It was reported that the patient (male) was being transferred from bed to tub utilizing the maxi lite passive floor lift. When the resident was lifted above the tub, a spreader bar detached and he fell into the tub of water. The resident started to moan and seemed to be in discomfort according to the information we gathered. He was taken to emergency and given some pain-relieving medicine (tylenol). Bumps and bruises have been reported as an outcome - classified as not serious injuries by clinical expert. When reviewing similar reportable events on maxi lite passive floor lift, we have found a low number of cases with similar fault description (spreader bar detachment). If compared to the number of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure mode is considered to be low. The faulty spreader bar was requested to be returned to the manufacturer for further inspection and test. The spreader bar is attached to the maxi lite lifting arm assembly by pivot supported with pivot tube, flange bushing and screw ensuring the safe and stable position of this part in the device. The examination of this part and its associated components allowed detecting multiples signs of extensive wear. There were numerous traces of corrosion to many parts, non-exposed and exposed, but this was not related to the actual detachment. However, it was noticeable that the frame of the spreader bar was bent. This could be typically due to the patient weight which is continually leaned on one side, which would create this deformation. When examining the component that supports the spreader bar attachment (pivot, union tube, flange bushing and hole in the frame where the pivot is inserted), it was also noticeable that the spreader bar detached due to the fact that the hole where the attachment (pivot tube) is inserted has enlarged. This had created sufficient space to let go the pivot sliding downward. The flange bushing is damaged into two pieces, where we can see that the tube of the bushing is separated from its flange. The inspection of the part received permitted to assess that the spreader bar has been used extensively since its first utilisation. Please note that the device was 9 years old at the time when the incident occurred. The review of its device history record did not show any manufacturing anomalies. The service records history were made available for this unit, and their review showed there was no previous replacement of servicing made for the spreader bar or any of its associated components. When examining the components of the spreader bar, it can be determined that its detachment occurred due to the pivot that came completely out of the attachment in the frame, by passing through the hole in the frame that has enlarged. By evaluating the facts, it can be evaluated that there was abnormal friction for the rotation of the parts including the pivot and the flange bushing. The repetitive additional force required to rotate the pivot attachment point made the components to suffer from extensive wear, that subsequently create the enlargement of the hole and the damaged to the bushing. This could have been caused by a lack of lubrication of this pivot point. While reviewing the service records, it could be noticed that a service was made for this unit in october 2016 as per the preventive and maintenance manual: "- make sure the spreader bar/dps is securely fastened; - lubricate pivot points if necessary; - ensure there is no irregular deflection in the spreader bar/dps. - check that the spreader bar/dps flange bushings, pivot bolt and welds are in good condition. - check the condition of the friction discs and bushings of the dps within the pivot points. If found worn and/or damaged, replaced them is recommended. - when the friction disc and bushings of the dps have been replaced, reset friction assembly to support a 5.4 kg (12 lb) load at the handle." It was evaluated that an adequate maintenance could have permitted to detect the anomalies before the event occurred. From our analysis as presented above it can be pointed out that the most likely root cause of the problem is related to not sufficiently performed planned servicing of the device as if the preventive maintenance of the device had been followed as recommended by the manufacturer, there would have been no user at risk. Looking at the incident scenario, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the patient fall as a consequence of the spreader bar detachment. The device was not up to its specification at the time of the incident.